Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board and display central processing unit were replaced.

Event description:
The hospital reported that 2 hours into a case, the exhalation volumes were noted to decrease. The anesthesia machine was replaced. There was no reported patient injury.